Manufacturer narrative:
B3-date of event is estimated. A patient¿s system was explanted for unknown reason was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number (B)(4). It was reported that the scs system stopped providing therapy for unknown reason. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced. Effective therapy was restored post operatively.